Event description:
On (B)(6) 2025 a patient underwent a posterior fixation procedure on unknown levels of the spine. The surgery was completed without issue. On (B)(6) 2025 it was discovered the patient was experiencing changes in the skin signifying a potential infection and the possible loosening of an implanted screw. On (B)(6) 2025 a revision occurred where the loosened screw was confirmed at l2 and was explanted and discarded. No additional replacement screw was implanted. The patient is doing well post revision and no additional adverse consequences have been reported.

Manufacturer narrative:
No device we returned for evaluation as it was discarded at the user facility, radiographs provided did not confirm the loose screw. Review of the complaint report noted 14 days after placement radiographs suggested a possible loose screw. The patient bone quality is unknown and patient was confirmed with an unknown infection. The patients postoperative physical activity is unknown. Review of the provided information was unable to determine a definitive root cause for the loosening however, excessive loading, hole preparation, bone quality/infection as well as implant selection and placement and excessive postoperative physical activity or fall are suspected cause or contributors. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation...5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union.infection." "Warnings, cautions and precautions the subject device is intended for use only as indicated.the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices. Cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." 9401879-en p-12/2018.